Manufacturer narrative:
Zoll has not received the catheter in complaint for investigation. A supplemental report will be filed if the zoll catheter in complaint is returned and investigation has been completed.

Event description:
A patient was hospitalized and underwent treatment for hypothermia. A zoll catheter was placed in a patient's femoral vein for therapeutic ivtm treatment. After an unknown period of time of the catheter placement, the customer reported an issue delivering the levophed medication utilizing the proximal infusion port of the catheter. The customer has switched to the medial infusion port, however, after an unknown period of time, the saline bag was noted empty. No alarm was noted on the console. No saline leak was observed on the patient bed or in an air trap chamber of the console. Catheter leak was suspected and the user was instructed to replace the catheter over the guide wire. No known impact or patient consequence was reported. No further information was provided.

Manufacturer narrative:
The reported catheter leak was not confirmed. A visual inspection of the returned catheter was performed and found no physical damage. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. The balloon was covered in dried blood. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. During manufacturing, all catheters are 100 % inspected for leaks by subjecting them to pressure testing. Only units that pass are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with a lot number 85380.